Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed that the video connector alignment pin had malfunctioned, the front panel appearance was broken, inner capacitor connection was broken and the usb was broken. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a diagnostic procedure, the video system center exhibited scope communication error b30. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.